Event description:
It was reported that two er320's were used during an unk procedure. It was reported by the affiliate that one of the jaws of both instruments broke during the surgery. There was no consequence to the pt.